Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 6, 2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint sample consisted of an activated syringe, with approximately 0.25ml of remaining expellable healon pro solution and the customer's cannula. No material finds were returned with the complaint sample. Based upon a review of the photograph, there is no known source of the observed round and black material finds in either the primary packaging or delivery pathway of the healon pro product. No cannula is supplied with the healon product. Therefore, no assessment was made concerning the customer's cannula which was returned with the complaint syringe. Based upon the customer's narrative and the photograph provided, the customer's report of material finds was confirmed. However, based upon the evaluation of the complaint syringe and the customer's cannula as well as review of a photograph of the material finds observed in the patient's eye, it was assessed that black, round "grains" do not originate from the healon ophthalmic viscosurgical device (ovd) primary packaging (glass silicone-coated cylinder and gray rubber) nor the delivery pathway (steel perforation needle) for the ovd solution. Additionally, there was no evidence that the customer's cannula contained similar material finds as reported by the customer. Therefore, no product defect can be confirmed from the evaluation of the returned healon syringe and customer's cannula. This investigation did not identify the origin of the black, grain-like particles; no root cause was determined. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the healon was injected into the patient's eye during surgery, a large amount of foreign substances such as black grains were mixed in. The account also indicated that they were all removed and a replacement device was used and injected into the patient's eye. The procedure was completed without patient injury or additional medical interventions. No further information was provided.